Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2014, 20:41:55. During night drain cycle 13, the patient's ultrafiltration reading was 1484ml, indicating the home patient (hp) drained 884ml more than their maximum programmed fill volume of 1200ml.no further information was available.

Manufacturer narrative:
(B)(4). The device was evaluated and the increased intra-peritoneal volume (iipv) was identified in the review of the event history logs. The cause was determined to be a use error, tidal total ultra filtration (uf) removal set too low. The homechoice and homechoice pro apd systems patient at-home guide gives a warning that "a total uf volume set too low can result in a gradual buildup of uf volume during therapy. This can result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.